Manufacturer narrative:
The pump was received with an intermittent up button response due to the corroded keypad traces. There was no button error alarm noted during testing. The pump was received with a minor scratched display window, a cracked case at the display window corners near the act button, a cracked reservoir tube lip, and cracked battery tube threads. There was also no moisture damage noted inside the pump.

Event description:
The customer's mother reported via phone call that the customer had a button error alarm on the insulin pump. Caller stated that the buttons were not working and her son was attempting to bolus when he received the alarm. Caller stated that the up and down arrow buttons work but the act and esc buttons do not. Caller was not sure if the pump was dropped or wet, but she found a crack near the act button. Caller was advised that the pump will need to be replaced. Caller was also advised to have the customer discontinue use of the pump and revert to a back-up plan.